Event description:
A patient underwent an endoscopic trans-nasal trans-sphenoidal sinus surgery for pituitary tumors in which floseal was used. It was reported the patient developed hydrocephalus following use of the floseal. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date the week of (B)(6) 2020. Manufacturer/compounder: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.